Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The correct serial number is (B)(4); not (B)(4) as previously reported. This report is filed (B)(4) 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. Reimplantation is planned but had not taken place at the time of this report. This report is filed (B)(4) 2014.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.